Event description:
In 2005 - a dental implant was placed in tooth location #30. Subsequently the pt experienced pain. Eight days later the implant was removed from the pt's mouth. In 2/2006 - the clinician was contacted. He stated the pt had pain in tooth location #30, other implants placed on the same date looked fine. After the implant was removed the pt's pain dissolved. The pt was seen post-operative and re-implanted with no problem.